Manufacturer narrative:
Zimvie complaint (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #14 (fdi) was removed due to infection. Pain is reported as a symptom.

Manufacturer narrative:
This report is being submitted to report corrected and additional information to 0002023141 -2022 -01751. Further investigation showed that the placement date had previously been reported incorrectly. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141 -2022 -01751. The removal date was incorrectly reported previously. Further investigation confirms that the removal date is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.